Event description:
Unsolicited communication. (B)(6), patient's hhrn reported potential pump malfunction. Tried helping to troubleshoot an air in line filter error, used pump manual to troubleshoot and toggle settings for a potential faulty air sensor, so we turned it off and she is using a filter and will try it at next infusion. There are no reports of any adverse effects, nor missed doses. All known information is contained on this form. Pharmacy not replacing pump at this time. Pump maintenance date 5/2025, serial number: (B)(6). Unknown if patient has defective device on hand for return as not replacing at this time. No further information provided. Unknown if md (medical doctor) is aware. Reported to (B)(6) by: health professional.